Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a dissection of the left femoral vein occurred and the procedure was cancelled. During a pulmonary vein isolation ablation procedure, a versacross connect access solution for faradrive was selected for use. The intracardiac echocardiography (ice) and coronary sinus catheters were inserted into the body and then the rf wire was put in the faradrive sheath. The physician had some trouble getting the rf wire into the superior vena cava (svc) as well as the faradrive sheath had a very tough time getting through. The rf wire got kinked just past the incision. Hence, a non-boston scientific j-wire was then used to replace the rf wire. The j wire was also having a tough time getting up the femoral vein so, a contrast shot was taken which showed the dissection. The patient was recovering well on their own and did not have any blood pressure drop but a vascular surgeon was called to stent the vein. The patient has been fully recovered and discharged later on. The device is not expected to be returned for analysis (disposed). In the physician opinion, the rf wire likely caused the dissection. The patient had a tough anatomy with small veins and scoliosis that made the vein tortuous which added to the difficulty in advancing the sheath. The versacross dilator was inside the faradrive sheath and was unable to get inside the access created by an 11 french sheath.